Event description:
Information was received that while infusing remodulin, pump alarmed and the alarm remained even after replacing batteries. Patient ensured cassette was on pump securely, and restarted pump. Alarm may have been "no disposable clamp tubing". No injury occurred.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.